Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: mw5061269) on 28-apr-2016. The most recent information was received on 06-oct-2020. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('horrible pain all the time / chronic pelvic pain'), fallopian tube perforation ('perforation of essure coil through the left cornual region') and menorrhagia ('menorrhagia') in an adult female patient who had essure (batch no. 774384) inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included menorrhagia, pelvic pain female and endometrial ablation. Concomitant products included calcium and iron. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced acne ("acne"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), back pain ("back pain"), arthralgia ("joint pain") and abdominal distension ("look 5 months pregnant all the time"). The patient was treated with surgery (hysteroscopy, dilatation and curettage with novasure endometrial ablation and laparoscopic bilateral salpingectomy with removal of essure coils, oophorectomy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, back pain, arthralgia and acne had not resolved and the fallopian tube perforation, menorrhagia and abdominal distension outcome was unknown. The reporter provided no causality assessment for abdominal distension, acne, arthralgia, back pain and pelvic pain with essure. The reporter considered fallopian tube perforation and menorrhagia to be related to essure. The reporter commented: discrepancy noted in essure insertion date- (B)(6) 2010. Insertion details:- bilateral tubal ostia were visualized without difficulty. Essure coils were placed in the bilateral tubal ostia with one leading coil on each side without difficulty. Most recent follow-up information incorporated above includes: on 6-oct-2020: mr received: event " fallopian tube perforation", medical history, reporter information were added. On 7-oct-2020: pif received. Reporter information added. Event: menorrhagia added. Ablation surgery added for event menorrhagia. On 7-oct-2020: no new clinical information added. Fu 6, 7 and 8 processed together. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: (B)(4)) on (B)(6)2016. The most recent information was received on(B)(6)2020. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('horrible pain all the time') in an adult female patient who had essure (batch no. 774384) inserted. The occurrence of additional non-serious events is detailed below. Concomitant products included calcium and iron. In (B)(6) 2010, the patient experienced acne ("acne"). On (B)(6)2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), back pain ("back pain"), arthralgia ("joint pain") and abdominal distension ("look 5 months pregnant all the time"). The patient was treated with surgery (to remove essure). Essure was removed on (B)(6)2019. At the time of the report, the pelvic pain, back pain, arthralgia and acne had not resolved and the abdominal distension outcome was unknown. The reporter provided no causality assessment for abdominal distension, acne, arthralgia, back pain and pelvic pain with essure. The reporter commented: discrepancy noted in essure insertion date- (B)(6)2010. Insertion details:- bilateral tubal ostia were visualized without difficulty. Essure coils were placed in the bilateral tubal ostia with one leading coil on each side without difficulty. Most recent follow-up information incorporated above includes: on (B)(6)2020: plaintiff fact sheet received. Reporter, patient demographics were added. Essure lot number added.. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: (B)(4)) on 28-apr-2016. The most recent information was received on 17-jul-2020. Quality safety evaluation of ptc: unable to confirm complaint. This spontaneous case was reported by a lawyer, and describes the occurrence of pelvic pain ('horrible pain all the time'). In a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Concomitant products included: calcium and iron. On 24-nov-2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced acne ("acne"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), back pain ("back pain"), arthralgia ("joint pain") and abdominal distension ("look 5 months pregnant all the time"). The patient was treated with surgery (to remove essure). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, back pain, arthralgia and acne had not resolved. And the abdominal distension outcome was unknown. The reporter provided no causality assessment for abdominal distension, acne, arthralgia, back pain and pelvic pain with essure. The reporter commented: discrepancy noted, in essure insertion date: (B)(6) 2010. Quality safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-jul-2020, quality safety evaluation of ptc (product technical complaint). Based on the available information. A review of our complaint records and other relevant data was conducted. Any new and reportable information that becomes available from our investigation, will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('horrible pain all the time / chronic pelvic pain'), fallopian tube perforation ('perforation of essure coil through the left cornual region') and menorrhagia ('menorrhagia') in an adult female patient who had essure (batch no. 774384) inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included menorrhagia, pelvic pain female and endometrial ablation. Concomitant products included calcium and iron. In (B)(6) 2010, the patient experienced acne ("acne"). On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), back pain ("back pain"), arthralgia ("joint pain") and abdominal distension ("look 5 months pregnant all the time"). The patient was treated with surgery (hysteroscopy, dilatation and curettage with novasure endometrial ablation and laparoscopic bilateral salpingectomy with removal of essure coils, oophorectomy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, back pain, arthralgia and acne had not resolved and the fallopian tube perforation, menorrhagia and abdominal distension outcome was unknown. The reporter provided no causality assessment for abdominal distension, acne, arthralgia, back pain and pelvic pain with essure. The reporter considered fallopian tube perforation and menorrhagia to be related to essure. The reporter commented: discrepancy noted in essure insertion date- (B)(6) 2010. Insertion details:- bilateral tubal ostia were visualized without difficulty. Essure coils were placed in the bilateral tubal ostia with one leading coil on each side without difficulty. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-oct-2020: quality safety evaluation of ptc. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority (FDA, reference number: mw5061269) on 28-apr-2016. The most recent information was received on 28-jan-2020. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('horrible pain all the time') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Concomitant products included calcium and iron. In (B)(6) 2010, the patient experienced acne ("acne"). On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), back pain ("back pain"), arthralgia ("joint pain") and abdominal distension ("look 5 months pregnant all the time"). The patient was treated with surgery (to remove essure). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, back pain, arthralgia and acne had not resolved and the abdominal distension outcome was unknown. The reporter provided no causality assessment for abdominal distension, acne, arthralgia, back pain and pelvic pain with essure. The reporter commented: discrepancy noted in essure insertion date - (B)(6) 2010 . Quality-safety evaluation of ptc: quality-safety evaluation: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. The ptc investigation was initiated and the outcome of the assessment resulted in an unconfirmed quality defect. Most recent follow-up information incorporated above includes: on 28-jan-2020: pfs received. Case became potential legal and serious incident as removal was done for event pelvic pain. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.